Event description:
Hosp in-pt partially dislodged venous needle during treatment with no alarm condition. Pt suffered respiratory arrest (pulse present), and was moved to ICU where 4 units blood was transfused. (Pt hemoglobin on morning of 10-10-98 @ 9 due to gastrointestinal bleed). Pt hemoglobin came up to 12, but pt remained unresponsive and expired under no code orders on 10-11-98.